Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same event (also see 0002242816-2013-00067/00070).

Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.